Event description:
During an atrial fibrillation procedure, a thin plastic thread/plastic shard was noted after inserting the needle. The stylet was used and the needle was not reshaped. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.